Event description:
On (B)(6) 2013, it was reported to lifecell by the surgeon that hair was found on the device. The device was not implanted and was not returned to lifecell for evaluation. Addtional information was requested but not obtained.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of device history record for lot s11168. Query of the lifecell complaint system for other complaints reported against lot s11168. Results of evaluation: internal investigation resulted in no remarkable findings and no deviations during processing. Query of the lifecell complaint system revealed as of (B)(4) 2013, no other complaints have been reported to lifecell against lot s11168 related to the nature of this event. (B)(4). Conclusion: although no serious injury was reported, the event is being reported as a malfunction. Internal investigation into the device history records of the complaint-related lot revealed lot s11168 met all qc release criteria.